Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported that marlex mesh was implanted for incisional hernia in 1992. In 2004, a general surgeon at the hospital reported that patient's bowels had attached to the mesh with scar tissue. Surgeon felt removal of scar tissue would worsen condition.